Event description:
A 22mm asd device had been implanted in a pt. Two months later, presented to the or with chest pains. Emergent pericardiocentesis was performed and a drain was placed. However, drainage of grossly bloodily fluid continued and the pt experienced acute pericardial tamponade. One day later, the pt was taken to the or with evidence of erosion/perforataion of a strut of the device through the root of the left atrium. There was no evidence of continued bleeding. The device remained implanted and the erosion/perforation was repaired with a felt patch.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.